Event description:
The reporter indicated that during two successful implants, he observed a couple of issues. As recommended, he programmed the safety margin 1:5.3. In the first pt, an r-wave of approx 6 mv was observed measured with the compupace pacing analyzer. When measuring telemetry later on, the device repeatedly measured an r-wave of <6.91 mv. At the end of the implant, a value of 7.93mv was measured.

Manufacturer narrative:
The behavior was not reproducible.